Event description:
It was reported via repair work order that the brakes would not lock due to the brake adjuster needing adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.